Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture threshold. Several attempts to reposition the lead was not successful. The lead was not used and replaced. No further information was available.